Event description:
It was reported that this lead was not connecting, then the lead was disconnected and came off. The lead remains in service and due to the limited information received, further follow-up to obtain related details was not possible. No adverse patient effects were reported.